Manufacturer narrative:
It was reported that the patient underwent a pelvic floor repair procedure in order to treat stress urinary incontinence on (B)(6) 2008. The patient experienced pain, and erosion of her internal bodily tissue post-operatively. The patient underwent revision of loose implant on (B)(6) /2008. The patient underwent removal of device on (B)(6) 2010 due to pain and urinary issues. The patient underwent removal of device on (B)(6) 2010 and on (B)(6) 2011. No additional information was provided at this time. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, pelvic pain, and voiding dysfunction.

Event description:
It was reported that following insertion the patient experienced urinary incontinence, pelvic pain, and voiding dysfunction.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that the patient underwent mesh removal of implant on 12/21/2010. No additional information was provided. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/16/2017. It was reported that the patient underwent cystoscopy, transvaginal removal of posterior vaginal mesh on the midline and then removal of the extension arms on each side as well on (B)(6) 2010, due to severe dyspareunia, persistent vaginal mesh pain. It was reported that the patient underwent cystoscopy with botox injection 300 units, robotic mesh sacrocolpopexy, cystoscopy, atrium mesh implant on (B)(6) 2014, due to oab s/p botox injection and large symptomatic rectocele and enterocele. It was reported that the patient underwent augmentation cystoplasty, open suprapubic tube placement on (B)(6) 2015, due to recalcitrant bladder overactivity and s/p suburethral tape removal in 2010. No additional information was provided.

Manufacturer narrative:
Additional patient codes: (B)(4)- incomplete bladder emptying (retention), (B)(4)- atrophic vaginitis additional narrative: it was reported that following insertion the patient experienced incomplete bladder emptying and atrophic vaginitis.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure to treat stress urinary incontinence on an undisclosed date. The patient experienced pain, erosion of her internal bodily tissue post-operatively. No additional information was provided at this time.

Manufacturer narrative:
Date sent to the FDA: 09/03/2015. Corrected information.